Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had received software error. The customer's blood glucose level was 142 mg/dl. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm but was unable to complete the insulin pump rewind. The customer was advised to perform self test and it was passed. The insulin pump will not be returned for analysis.